Manufacturer narrative:
On may 31, 2024, mentor became aware that information was inadvertently omitted in the initial report which was received on june 30, 2023. Corrected data: the patient reported dissatisfaction with how her breasts naturally sit/hang to a healthcare professional during a follow-up. H6 health effect - clinical code: deformity/ disfigurement (e2308) g3 date received by manufacturer: june 30, 2023 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient involved in a clinical study underwent a breast augmentation surgery with implantation of a 225cc mentor memoryshape breast implant prosthesis. Post-operatively, the patient was dissatisfied with the appearance of her breasts. As a result, the patient underwent bilateral removal and replacement with undisclosed breast implants on an approximate removal date of (B)(6) 2023. Refer to manufacturing report number 1645337-2024-04302 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome h6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome manufacturer¿s reference number: pc-001570720